Event description:
The sales representative reported an infusion pump with condition of the pump was not programmed properly (possibly from biomed). Clinician then chose incorrect progrmming and the reporter stated, the infusion went in too quickly. The reported stated there was no patient injury or medical intervention necessary. No additonal information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 08 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.